Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No precise event date was reported. However, an event matching the complaint description was found on 2024-08-07. This log review will include the presumed event date of 2024-08-07. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user administering a manual dose of insulin while staying connected to the ilet, leading to an excess of insulin relative to their need.

Event description:
On 9/12/2024, a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not recalled by the user but is estimated to have occurred in mid-august. On 9/14/2024, a beta bionics customer care agent followed up with the user about the event. The user reported a bg event that occurred approximately one month ago. The user experienced high bg levels, prompting a supply change, during which they noticed their convatec inset (23", 6mm) teflon infusion set cannula was bent. After changing the infusion set, the user's blood glucose rose to over 400 mg/dl, and they manually administered insulin but could not recall the amount. The user did not disconnect from the pump and went to bed. During the night, the user's wife heard the ilet alarm and found the user's blood glucose had dropped to 40 mg/dl. The user was incoherent and confused. The wife gave the user two glucose tablets and called 911. The user refused to drink orange juice or go to the hospital. The user acknowledged the event may have been their fault and expressed concerns about potentially incorrect meal entries. The user mentioned they have an appointment with their healthcare provider next month. The user's blood glucose was 139 mg/dl at the time of the call. No further assistance was needed.